Event description:
The pt had been admitted to the hosp prior to her death for respiratory difficulty. Her pump was refilled, during her hospitalization as she was due for refill. The pt was experiencing painful spasms and was given duragesic patches, in addition to the lioresal she was receiving via the drug delivery system. The dose of lioreseal had been decreased, while in the hosp from 75 mcg to 25 mcg/day. The pt was discharged, but readmitted shortly thereafter and subsequently expired. The hcp does not believe that the death was related to the pump. The death may have been due to a possible overdose relative to the duragesic patch.